Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose dropped to 35 mg/dl on two or three occasions during that morning. The patient had been experiencing sudden blood glucose drops for the past week. The customer treated their low blood glucose with food. The patient's blood glucose at the time of call was 180 mg/dl. During troubleshooting the customer confirmed that the drive support cap appeared normal. However, their isulin pump programming was inaccurate; the time was incorrect. The network connection shutdown and caused the call to disconnect; troubleshooting was not completed. The insulin pump was not returned for analysis.